Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2020. Batch # u5cd4k. Additional information was requested, and the following was received: could you please provide more details how device was removed? Unknown. Could you please clarify if was any change during surgery or post-operative care of the patient as a result of the event? None. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device fired two times and was reloaded for a third firing. Device was placed on tissue and the device was able to deploy staples and cut. When went to remove from tissue, they could not get device unlocked. They also noticed on distal end that not all staples formed correctly. There were no patient consequences.